Manufacturer narrative:
A visual assessment of the returned device was performed. The basket was open when received. The basket wires were present and attached, and without issue. The sheath had been torn and separated from the distal end of the introducer. The sheath had been kinked and collapsed. The distal end of the outer sheath had been cut or torn/separated. The detached section of sheath had been bent and kinked. The basket wire s/a had been bent. Functional evaluation was performed. Handle actuation was smooth and sheath would advance and retract over wire. The basket could not be closed due to the damage done to the distal end of the sheath. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a transurethral lithotripsy procedure. According to the complainant, during the procedure, upon actuating the zero tip to remove the stone, the sheath was torn from the distal tip. The zero tip was removed, and nothing detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used during a transurethral lithotripsy procedure. According to the complainant, during the procedure, upon actuating the zero tip to remove the stone, the sheath was torn from the distal tip. The zero tip was removed, and nothing detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.